Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), e1 (event site email, initial reporter), e2 (occupation), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Confirmed issue in system logs.unit ran on a test setup and generated two low vacuum alarms over a 3 hour period. K6, k6a, k7, k8 leak test ran. First portion of the test failed twice with values of 194mmhg and 398mmhg before passing in the normal range on repeat attempts. Isolated leak to k8. New drive manifold ordered. Drive manifold replaced. Transducer calibration completed. Unit now pumps normally. Leaving device to pump over the weekend to ensure no more "low vacuum" alarms generate. Confirmed with biomed that the device pumped all weekend with no "low vacuum" alarms. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The failure analysis and testing dept. Received part kip, with a reported unit failure of intermittent low vacuum alarms and a leaking k8 solenoid. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Part failed the k6, k7, k8 leak test. Fat verified the reported issue but no root cause identified. Sending the manifold to the supplier for failure analysis per procedure. Failure analysis received from the supplier for the part. They stated the part passed testing and no leaks were found. Root cause for this part is impossible to define as a failure was found during initial testing. Retaining the part in the failure analysis and testing department per procedure.